Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to address hip pain. During revision, the cup was found to be loose, and there was some white, cheesy-like material under the rim of the head.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Complaint description: new (B)(4) record created in order to update (B)(4) complaint number (B)(4). Reason for original complaint ¿ patient was revised to address hip pain. During revision, the cup was found to be loose, and there was some white, cheesy-like material under the rim of the head. Update** 9/6/2011 - litigation papers received. There is no new additional information that would affect the investigation. Update 9/29/2011 - ppd received. Dob: (B)(6). No new information received that would change the outcome of the investigation. Update 2/10/2017: pfs and medical records attached. After review of the medical records for MDR reportability, the revision operative note indicated pain, loose cup, increased metal ion levels (confirmed by labs), and leg length discrepancy. The stem and taper sleeve are being added to the complaint. This complaint was updated on: 3/6/2017 / / investigation method: / / investigation summary:

Manufacturer narrative:
Corrected.